Event description:
The advocate stated that the customer's glucose was tested using 2 contour meters. One meter read 309 mg/dl,while the other read 153 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.